Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, issues were noted with two synframe guide rod devices. One is not inserting a retractor into the end of the guide rod. The other is not tightening the swiveling camp of the guide rod using the socket wrench. It is unknown where these issues occurred. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the two returned synframe guide rods has shown that one is in working order and the other one is broken off. The clamping surface below of the hexagon has been completely compressed. These are clear signs that this instrument was subjected to tremendous forces and that over tightening of the screw caused the breakage.